Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for three samples from the same patient tested for the elecsys troponin I stat immunoassay (tnistat) on two cobas 6000 e 601 module analyzers on (B)(6) 2018. The results were lower than measurements performed with the abbott architect analyzer at a second site. The erroneous results were reported outside of the laboratory. (B)(6). No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
Seven samples from the patient were provided for investigation. Tnistat results from these samples are plausible in context with other cardiac tests performed. Several tnistat lot numbers were tested and no lot difference was visible. No product problem was found.

Manufacturer narrative:
Further investigations of one of the provided patient samples determined that it contained an interferent to a component of the tni assay. This limitation is covered in product labeling.